Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. PMA/510(k) number not available. Device manufacturer date unknown / not provided.

Event description:
Fracture at the implant platform leading to bone loss and infection. It was reported by customer that the implant was removed due to fracture and peri-implantitis. Customer didn't use another device to complete the procedure. No other symptoms were reported. Patient wont return for an additional appointment. Tooth#6.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant fractured around collar. What had the appearance of dried blood residue was seen in the impant's drive feature. There were other damages around collar and body possibly due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Customer was reported to have moderate density (type ii) bone. The reported device was located on tooth # 6 and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Complainant reported that the implant was removed due to fracture and peri-implantitis. The reported complaint was confirmed for the fractured but could not be verified for peri-implantitis. A definitive root cause for this complaint could not be determined. Peri-implantitis: a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. DHR review and complaint history review could not be performed, as the catalog and lot number associated with the reported product is not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' H6: evaluation codes; type of investigation, investigation findings, investigation conclusions.